Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that while opening a package a broken tip was noticed. Upon opening an amplatz s/s 035/145 package, the tip was broken. The device was not used. There were no reported patient complications. Additional information has been requested and is not available.